Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed floating within a 250ml eva bag. After filling the bag with paclitaxel, a black floating particle was discovered within the bag. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. Visual with higher magnification did not identify any abnormalities that could have contributed to the reported condition; no black particles were found even after digging through the layer on the membrane. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.